Event description:
It was reported that the procedure was to treat a 60% stenosed de novo lesion in the iliac artery. The 8x60mm absolute pro self expanding stent system (sess) was noted to become partially deployed and flowered during advancement on the guide wire before entering the introducer sheath. Therefore, sess was not used on the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. The procedure was cancelled. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Electronic lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during advancement onto the guide wire resulted in the distal sheath to slightly retract from the base of the tip and inadvertently prematurely activate/deploy the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.